Event description:
Dental implant failure.

Manufacturer narrative:
The doctor reported that the implant was removed together with restoration rs esthetic angled abutment due to tissue inflamation. No additional patient complications were reported. The parts were returned to the manufacturer for evaluation. No defects were found neither in the implant, nor in the abutment. In the event that new or additional information is received from the investigation of the items, a follow-up report will be sent. The manufacturer's trend analysis shows that implant failure is a low rate adverse event, which is common for endosseous dental implants in clinical use.